Manufacturer narrative:
The reported complaint was confirmed. Per supplier evaluation, the unit was placed under functional testing at room temperature and passed all testing. The unit was also shaken by hand to attempt to duplicate the failure, and the unit still detected fluid while being shaken. The unit was torn down to investigate further including the crimps on all connectors, the condition of the internal wiring, solder joints, latch condition, and the tubing channel. The only aspect that was noted was that the latch had some wear in the hinge so it did not seat fully with the housing. No additional physical damage was identified and all connectors were installed properly and were fully seated. The unit passed all testing and additional inspection did not show signs of damage. Due to the inability to duplicate the failure and without signs of damage, a root cause could not be identified. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the air detection alarm would go off just by touching the sensor. There were two perfusion lines; one line had no issue, the other had the reported issue frequently. It was confirmed that the issue occurred because of the specifications of the tubing, but the user was concerned about the sensor deterioration and the tubing specification. Per data log analysis, the complaint indicates the issue occurred on (B)(6) 2020, but there are no events from that date. There are entries from (B)(6) 2020. There are three air bubble detector (abd) sensors used in the case, arterial (art) air, b1 air, and b2 air. A perfusion screen is opened on (B)(6) 2020 at 17:27:13. B2 air sensor reports a 'sensor self test failure' on (B)(6) 2020 at 08:30:16 and clears one second later. This will only occur while the sensor is turned off and will cause a 'check sensor' alert. It is possible that this is what was being reported as alarms caused by tube vibration. This can indicate poor coupling to the tube. Two more 'sensor self test' failures occur before air detection is enabled at 08:42:29, air is detected immediately and the sensor is turned off. While off, another 'sensor self test' failure occurs. Through the case the sensor is turned on and off several times. While off, 'sensor self test' failures would occur, and while on, 'air detected' alarms occur. Both the 'air detected' and 'sensor self test' failures can be caused by poor coupling to the tube. Two 'air detected' alarms occurred on art air, 14 on b1 air, and 16 on b2 air. It is likely that this behavior was caused by poor coupling to the tube as vibrating the tube could amplify this issue. The abd module was also sent back with the suspect unit to be evaluated with the unit. During laboratory evaluation, the product surveillance technician (pst) observed no issues with the abd module, sensor, or the cable. With all three connected and loaded with the appropriate tubing, the abd was tapped repeatedly on the bench to induce vibrations and still no air-detection alarms or losses of connection were observed.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the air detection system was sensitive to alarms, and alarming from only a small amount of vibration. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.